Event description:
Pump was programmed to deliver insulin to patient. Pump programmed through guardrails protocol at concentration 100 units in 100ml of fluid. Pump initially programmed at rate of 5 ml/hr. After approx. 1 hour pump rate was changed to 2.5 ml/hr. After total time of approx. 1.5 hours, pump showed delivered volume of 6.3 ml, however, entire 100ml bag of fluid was empty. Pump programming reviewed and validated as correct. Biomed checked pump and did not identify issue: carefusion notified and they will be investigating and testing pump. Per site reporter: manufacturer notified and pump being sent to them for investigation and testing of pump.